Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The customer reported that when the surgeon went to implant the exeter stem, the spigot protector appeared to be deformed and would not load easily on to the stem inserter.

Manufacturer narrative:
An event regarding damage involving a spigot protector was reported. The event was not confirmed as the device was not returned for analysis and no images were received. Conclusion: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product evaluation and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that when the surgeon went to implant the exeter stem, the spigot protector appeared to be deformed and would not load easily on to the stem inserter.